Event description:
It was reported that air bubbles were present in the cartridge of the pump, which needed to be primed out almost daily. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, and a decision was made to close the case after creating it.